Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because over 10 years have passed since the device was manufactured. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not light and the emergency lamp was light up. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.